Event description:
Device malfunction: device #2 cuff miss/loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after deployment the needle did not capture the suture. The device was successfully removed. A second proglide device was used. After the sutures were deployed, vessel access was lost. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Device #1 proglide: lot #70056-6h indicated is being reported under medwatch MFR number 2953144-2008-02092. The device is expected to be returned for evaluation. It has not yet been received.